Manufacturer narrative:
Device was returned due to infection and erosion. A device history record (DHR) review was performed, and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned, and visual inspection was normal. The cause of infection could not be traced to the device.

Event description:
Additional information received indicated that the patient presented with pocket erosion and drainage from the implanted device pocket site.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
It was reported that the patient presented with an infection at the implanted device pocket site. The physician explanted the entire pacemaker system due to infection. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
Correction: section a1, patient identifier and a4, patient weight.